Manufacturer narrative:
Additional information added to: a4,b7,d4,d10,h4. The reported incident that an unspecified primacor over infusion caused a patient to experience ¿moderate hypertension¿, could not be confirmed or replicated during this investigation. No conclusion could be drawn through log review regarding the user¿s reported experience of an over infusion of primacor. The total volume recorded infused was 1.31 ml. Rate accuracy testing performed found the pump module was delivering fluids within specification. The inspection performed on the pump module found no irregularities. Asm preventative maintenance performed found the pump module found that the device was operating correctly. The disposable set was not returned for this investigation, therefore it is unknown if the set may have contributed to the customer¿s experience. The torn rubber motor mount found during the internal inspection process is considered an incidental issue not believed to be associated with the reported incident. The pump module was found to be delivering fluids within specification. The root cause could not be identified in this investigation.

Event description:
It was reported that there was a primacor over infusion which caused the patient to experience "moderate hypertension." There were no additional event details provided, and no patient impact or outcome. The biomed was conducting preventive maintenance on the device and identified the problem. Uncertain event date reported as (B)(6).

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was an unspecified primacor over infusion caused patient to experienced "moderate hypertension." There was no additional event details at this time. Biomed was conducting preventive maintenance on the device and found that unspecified problems were identified. Uncertain event date reported as (B)(6).